Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: result - no samples or photos were returned for analysis. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode as no samples were returned for analysis. An absolute root cause for this incident cannot be determined.

Event description:
It was reported that the needle from the suspect device broke off in the patient's site during use. A small surgery was performed to remove the tip of the needle.